Event description:
It was reported to the sjm rep the pt's scs system had been explanted. There was no info provided regarding the reason for the explant. It was also reported the pt did not want to be contacted. Therefore, no further f/u could be performed.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.